Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) showed a pd error. Boston scientific technical services reviewed the latitude data and observed several instances of memory corruption in the firmware log and programmer reserved ram. The device appeared to be operating normally in spite of the corrupted data. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.